Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent surgical procedure for csf shunt implantation on (B)(6) 2015 and suture was used. Post-operatively, the patient experienced csf leakage. On (B)(6) 2015, the patient was re-operated. Upon re-opening of the implant, there was no sign of the suture present in the patient, only empty holes were visible. It was reported that the shunt had migrated due to the mass absorption of the suture. The patient was on standard cortisone and antibiotics. A dural patch was inserted as standard procedure and shunt was reattached and aligned after migration. Additional information has been requested.